Event description:
Healthcare professional later reported "capsular contracture baker grade IV".

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, b5.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "pain and capsular contracture baker grade unknown". Healthcare professional later reported "capsular contracture baker grade iii". This record is for the left side. The device remains implanted.

Event description:
Patient reported "pain and capsular contracture baker grade unknown". Healthcare professional later reported "capsular contracture baker grade iii". Healthcare professional later reported "capsular contracture baker grade IV". This record is for the left side. The device remains implanted. The device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.